Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Dear sir or madam, my husband, xxxxxxxxxxxxxx, regularly obtains the above pen needle from your leading company through the pharmacy. Unfortunately, it happens far too often that the needles are bent or that they do not let insulin through! My husband is attentive, so he notices these unpleasant circumstances. I kindly ask you to send him new, correct, higher-quality pen needles to the following address: please be aware that your accessories are properly paid for at the pharmacy and that this is not the first time that your patient xxxxx has complained about the poor quality of these pen needles. Please consider this matter to be very urgent.